Event description:
It was reported that bd¿ syringe 10ml ls 21ga 1-1/2in tw tip was bent. This was discovered before use. The following information was provided by the initial reporter: the tip of syringe is bent.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and confirmed the reported observation of a bent syringe tip. The damage likely occurred during the assembly of the product. If the syringe were to get stuck in the gap in the conveyor, the tip of the product may become damaged. Production technicians were also made aware of this report. A temporary spacer has been added to the conveyor to close the gap. A permanent spacer to close the conveyor gap is in the process of being fabricated. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Customer complaint trends will continue to be evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe 10ml ls 21ga 1-1/2in tw tip was bent. This was discovered before use. The following information was provided by the initial reporter: the tip of syringe is bent.